Manufacturer narrative:
On removal of the balloon from the stent resistance was encountered as the device was retracted over the guidewire. No damage was noted to the guidewire on removal from the patient. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. The stent was not deformed due to the difficulties experienced when removing the balloon. No intervention was required to remove the device from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was difficult to remove the stent from the wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat the mid right coronary artery (rca). Abnormalities were reported in relation to the anatomy, it is stated that there was difficulty wiring the lesion. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. It was reported that there was difficulty removing the device following the stent deployment. The patient was alive with no injury.